Event description:
It was reported that this right atrial (ra) lead recorded an alert for high out of range pacing impedance measurements. Technical services (ts) reviewed the data, and a sudden spike was noted that suggests a possible lead fracture. Additionally, minute ventilation (mv) chop and lead noisy signals were noted on stored atrial tachy response (atr) and signal artifact monitor (sam) episodes. Ts provided reprograming recommendations. No adverse patient effects were reported. This ra lead remains in service.